Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient performed a supply change with a clinician, observed blood in the cannula needle upon removing the cartridge/infusion component, and subsequently experienced hyperglycemia with a blood glucose of 380 mg/dl about three hours after breakfast without resolution despite a mid-range wake-up value and completed troubleshooting and education. Symptoms included hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included customer support troubleshooting and user education. Investigation of this case revealed no device alerts and an unclear cause, with the presence of blood in the infusion needle suggesting possible infusion site or cannula insertion issue, though not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.